Manufacturer narrative:
The customer contacted a siemens customer care center and stated that water had run out of the immulite 2000 xpi system. The customer did not remember to fill the system's water bottle prior to completing the shift. The water bottle was filled in the next shift, however, not prior to the system running out of water and causing the discordant result. The issue resolved after filling the container with water. The cause of the discordant, falsely elevated insulin result on one patient sample was due to the system running out of water. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated insulin result was obtained on one patient sample on an immulite 2000 xpi instrument. The initial result was reported to the physician(s), who questioned it. A new sample was obtained from the patient and was run on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated insulin result.